Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm, on the home choice (hc) unit. The problem was noted during use with the patient connected, in drain 1. The technical service representative (tsr) had the home patient (hp) cycle power to the hc and it alarmed se 2367. The tsr had the hp cycle power again and alarms cleared. The tsr advised the hp to start over with new supplies. The tsr discovered from the hp that they had disconnected and reconnected prior to the alarm, however it was noted that the patient advised they had used proper disconnect procedure. There was patient involvement, however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed due to a lack of sample; therefore, a root cause could not be determined. The lot number was unknown, therefore a batch review was not performed.